Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 6f 100cm judkins left (jl) 3.5 super torque plus diagnostic catheter snapped during use while torquing the catheter inside the patient. The device broke along the pale blue shaft where it steps down from thicker to thinner, approximately 2 cm away from the luer hub. Two images were provided, which showed the entire strain relief and luer hub separated from the shaft of the catheter. The separated component was outside of the patient when the damage occurred, and the device was able to be safely removed. There were no reported injuries to the patient. The device was stored and prepared according to the instructions for use (IFU). Additional details were requested but were not provided. The device was returned for evaluation. One non-sterile cath f6 st+jl3.5 100cm diagnostic catheter was received coiled inside a clear plastic bag and was unpacked for product evaluation. Visual inspection identified a separation on the body of the unit approximately 102 cm from the distal tip, with no other damage or anomalies observed on the returned components. Amplified images of the separated area showed evidence of elongation and plastic deformation, findings commonly associated with tensile overload. Based on these findings, the plastic material was determined to have been subjected to a tensile force that exceeded the material component¿s yield strength prior to the observed damage. A cross-sectional cut of the hub was performed to evaluate the component interface, and analysis confirmed the presence of fused material between the hub and catheter body, demonstrating proper integration of both components. The strain relief junction was also evaluated, with no visible anomalies identified at the interface. Dimensional analysis was performed, and the results were found to be within specification. Based on the available information and analysis, there was no evidence to suggest the reported failure was related to the manufacturing process. The reported ¿catheter (body/shaft) ¿ separated¿ was observed during product evaluation. The exact cause of the event cannot be determined based on the available information and product analysis. Information for safety is provided in the product labeling to make users aware of applicable risks, precautions, and use-related considerations. The available IFU language identifies the intended user population and states, ¿this product is intended for use by professionals who have been trained to perform diagnostic and interventional catheterization procedures.¿ based on the available information and product analysis, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.

Event description:
As reported, a 6f 100cm judkins left (jl) 3.5 super torque plus diagnostic catheter snapped during use while torquing the catheter inside the patient. The device broke along the pale blue shaft where its steps down from thicker to thinner, approximately 2cm away from the luer hub. Two images were provided which show the entire strain relief and luer hub separated from the shaft of the catheter. The separated component was outside of the patient when the damage occurred, and the device was able to be safely removed. There were no reported injuries to the patient. The device was stored and prepared according to the instructions for use (IFU). Additional details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.